Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was admitted to saint anthony's hospital on (B)(6) 2013. The customer states tha she stay at the emergency room visit for a while as they monitor her sugars and they told her to go see doctor on monday.